Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse noticed the spinner grippers drifted down during the exerciser cycle and replaced for new style spinner grippers. The fse performed high sensitivity (hs) system check, routine system check, quality control, and 15-point precision test with wash buffer. All system test results conformed to the manufacturer's published performance specifications. Pt samples were collected in plastic separation tubes (pst) and centrifuged via the automation line for 5 minutes. Three levels of quality control recovered within specifications prior to and after the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The customer reported an elevated creatine kinase-mb (ck-mb) result, above normal clinical reference range, for one pt, involving unicel dxi 800 access immunoassay system. The elevated result was non-reproducible and did not correlate with the pt's clinical condition. Subsequent testing produced a result within the clinical reference range. The elevated result was released out of the laboratory and questioned by the physician. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.